Event description:
The reporter stated that the surgeon was inserting an eyeonics lens using the staar injection system and noted a scratch on the edge of the lens after insertion. The incision was enlarged to remove and replace the lens with another same type lens, and a suture was used to close the incision. It was reported that the lens was damaged due to a loading error.